Event description:
Boston scientific received information from this patient that about two months post implant of this device, the device was moving all over the place and it looked like it was going to come out of her skin. The patient stated that her physician thought it would be fine to wait three to four months before doing another surgery as the leads were still in place. Meanwhile, the pacemaker was actually damaging/rubbing the internal mammary artery on the underside of the skin. A revision procedure was performed and the device was re-implanted sub-muscular. However, the patient stated that during this surgery, one of her lungs was punctured and she stayed in the hospital for five days. Two days later, the patient suffered a massive internal arterial bleed as her internal mammary artery ruptured. She stated she lost a quarter of her blood volume and was very close to death. The patient feels the issues have affected her psychologically. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.